Manufacturer narrative:
This report is the first out of 2. The device remains implanted.

Event description:
Following balloon angioplasty, a stent (subject device) was implanted to treat a 96% stenosed m1 middle cerebral artery (mca) lesion. Approximately 6 hours post procedure, it was noted that the patient mental status changed. Computed tomography (CT) scan confirmed that a massive cerebral hemorrhage resulted in a stroke with subsequent brain midline shift occurred, which led the following day to the patient's death.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted and is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage, stroke and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
Following balloon angioplasty, a stent (subject device) was implanted to treat a 96% stenosed m1 middle cerebral artery (mca) lesion. Approximately 6 hours post procedure, it was noted that the patient mental status changed. Computed tomography (CT) scan confirmed that a massive cerebral hemorrhage resulted in a stroke with subsequent brain midline shift occurred, which led the following day to the patient's death.